Manufacturer narrative:
No consequences or impact to patient. Incorrect or inadequate result. Monitor. (B)(4). Evaluation is in progress, but not yet concluded. Per the user facility's perfusionist, the vo2 is not always displayed. When it is displayed it will read slowly, even when on full flow. After calibrating the blood parameter monitor (bpm), the numbers are entered but change within seconds and are not always matching. After the first blood gas it stops reading.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cbp) procedure, the oxygen transfer rate (vo2) reads low, even when on full flow. Blood gases were monitored with an external analyzer. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Given the updated information this complaint has been assessed as non-reportable. Please disregard the initial medwatch submission.

Event description:
The blood parameter monitor (bpm) turned on and passed initialization without issue. The venous probe passed its color chip test and the calibration occurred without error. During a cardiopulmonary bypass procedure on (B)(6) 2018, the vo2 data (oxygen consumption) was slow to calculate and update the parameter number, and at times had stopped reading. This occurs usually after the first in-vivo calibration and has occurred approximately three times during the course of the bypass procedure. The perfusionist noted that this has occurred on previous surgeries but does not know the occurrence dates of those issues. The perfusion team opted to not change out the bpm and proceeded with the continuation of the surgical procedure without delay. There was no blood loss or harm associated with the event.